Event description:
Unomedical reference number: (B)(4). Event occurred in germany. On (B)(6) 2022, the patient reported that the infusion set's tubing came apart from the tubing connector and this issue occurred for the first time with new infusion set. The site location was upper side of patient's thigh. The infusion had been used for two days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.